Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experiencing intermittencies and hearing 'bubbling sounds' when using the device. The user's mother noticed that when pressing on the coil it appeared that the sound got louder. Further device assessment will be conducted and then a decision on the further steps will be made.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported experiencing intermittencies and hearing 'bubbling sounds' when using the device. The user's mother noticed that when pressing on the coil it appeared that the sound got louder. There was no head trauma, medical changes, or any other concerns reported. Re-implantation was performed on (B)(6) 2019.